Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the batteries died and insulin pump has a blank display even when batteries are replaced. Trouble shooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident is 216 mg/dl. No symptoms reported and therefore no treatment required. Product will be returned for analysis and replacement has been sent.

Manufacturer narrative:
No blank display anomalies noted during testing. Unit passed self test, off no power test, unexpected restart error test and displacement test. The stop (idle) current test and run current test were in specification. Device received with moisture damage on electronic board stack, moisture damage on motor assembly and moisture damage on force sensor resistor. Device received with partially broken off battery tube threads.